Manufacturer narrative:
Correction: a medtronic representative inspected the system onsite. It was found that random starter errors were appearing on the generator error logs. A new starter board and a cable were installed. The issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Manufacturer narrative:
Patient info has been requested, but not received. No malfunction. No parts replaced. It was found by a medtronic field rep that sometimes whenever the user is acquiring an image that has two different bone densities, the picture can be a bit mixed. Meaning, if they are doing cervical and thoracic at the same time given all of the different densities you will see a bit of a problem with the thoracic region. The work around would be to make sure that if you do not need to have cervical in the thoracic picture to crop it out before taking the spin.

Event description:
A medtronic representative reported that the site has been having issues with capturing o-arm images for their upper thoracic cases. No patient harm reported.